Event description:
It was reported that the surgeon began using the absorbable hemostat in 2006 (approximately). The surgeon primarily used the product during scoliosis procedures in children. The product was placed in the lumbar and thoracic area of the vertebrae after the surgery was completed and prior to closure. A large amount of the product was left in situ with the intent of preventing hematomas. Postoperatively, the doctor reported an increase in the number of children that developed "chemical" pancreatitis. It is unknown how many children experienced this and how many days postoperatively the events occurred. It is also unclear what treatment was required as a result. In 2007, while the surgeon still utilized the absorbable hemostat in his procedures he stopped leaving large amounts of the product in place. As a result, he has reported no further incidents of pancreatitis.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.